Event description:
Report received indicating that two tools broke during use. There was no pt impact reported. The tools were replaced and the procedure was completed without further incident. On follow-up, it was noted that the tools were disposed of without noting the lot numbers. There was no pt impact.

Manufacturer narrative:
Comments: the device has not been returned for eval. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to pt, operator and/or operating room staff."